Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received one sample and one photo for investigation. Evaluation of the returned sample and the photograph indicated the presence of a yellowish edta clump inside the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fm-other. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using blood specimen collection device, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.